Event description:
A customer reported that there was a leak at the probe of the coulter lh500 hematology analyzer. The volume of the leak was approximately 1ml and was not contained within the instrument. The customer was wearing a lab coat and gloves at the time of the occurrence. There was no report of injury or exposure, and medical attention was not sought. Material safety data sheet (msds) was not reviewed, but there is an exposure control plan in place at the facility. No patient results were affected by this event. Field service engineer (fse) found that the probe wipe was misaligned and was not moving properly. The fse realigned the probe wipe and the instrument ran without any leaks. The repairs were verified per established procedures.

Manufacturer narrative:
Results: probe wipe - misaligned. (B)(4).